Event description:
It was reported that the atrial lead loss capture and was dislodged. The patient suffered a pericardial effusion and cardiac tamponade. The physician revised the lead and "fixed the tamponade." The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01, implantable pulse generator, 2013 (B)(6); 5076-58, implantable pacing lead, 2013 (B)(6). (B)(4).